Manufacturer narrative:
Testing and investigation found touchscreen did not respond when pressed along the right side of the lcd touchscreen display. Further testing found corrosion due to fluid ingress on the lower left and lower right of the lcd touchscreen, which may have contributed to the customer's report and altered the characteristics of the touchscreen. As indicated, this device has been identified as part of a product recall. This report represents all the information unknown by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen would not calibrate. The device was returned to the biomedical department for an unspecified reason. No information was provided; therefore, no specific patient information, pump programming, or event details were available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen would not calibrate. No additional information was provided.